Event description:
The customer reported that a patient underwent a therapeutic plasma exchange (tpe) procedure for myasthenia gravis. At 25 minutes into the procedure, the patient had an anaphylactic reaction. The patient stated he felt an allergic reaction coming on and quickly developed redness, itching and hives on his upper torso, arms, head and neck. He also developed chest tightness and marked shortness of breath. His blood pressure remained stable in the 140/80 range. His pulse rate increased from 50 to 100. His oxygen saturation per pulse oximeter dropped from 96% down to between 80 and 90%. They had stopped the procedure as soon as the symptoms began and gave him 50 mg of benadryl IV. He became unresponsive. They called the code team who took over medical intervention. They disconnected him from the machine and he was transferred to the intensive care unit. He did regain consciousness. At the time of the customer's report, the patient was still in the intensive care unit and the customer did not know if they needed to intubate him or not. Allergy specialists were evaluating the patient for allergy to either ethylene oxide, acd-a or something in the albumin. He was also being worked up for an iga deficiency. He had two previous tpe procedures at an outside hospital and he had told the customer he had a history of allergic reactions to these procedures. He had also had an allergic reaction to an infusion of ivig. They performed an alternative single-pass prime procedure in the event that he had an allergy to ethylene oxide. (B)(6). This report is being filed due to medical intervention via the ICU and IV medicine.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: after investigating the set there is no conclusive evidence that links the patient's reaction to a defective disposable set. A conclusive root cause for the patient's reaction remains unknown. Possible causes include but are not limited to development of eto sensitivity in the patient combined with a regulated amount of eto residuals in the disposable tubing, sensitivities to fluids such as albumin or acd-a, or patient-specific health issues.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was received for evaluation. The set was visually inspected. No kinks, occlusions, defects, and misassemblies were found. After investigating the set there is no conclusive evidence that links the patient's reaction to a defective disposable set. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.